Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided two photos for evaluation. The complaint of a kinked catheter was able to be confirmed by the photo. Kinking of the catheter was observed directly adjacent to the juncture hub. However, a complete visual inspection could not be performed to evaluate the cause of the damage as no sample was returned for analysis. A complete visual inspection to evaluate the damage and determine if the material is torn could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked catheter was confirmed by visual inspection of the customer supplied photo. The image shows a catheter with a kink directly adjacent to the juncture hub. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " product bent near the hub and start leaking on the bend. Patient's PICC had to be removed due to leakage. Chemo drugs leaked into surrounding tissue. Line was not patent, nor able to flush or draw blood."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " product bent near the hub and start leaking on the bend. Patient's PICC had to be removed due to leakage. Chemo drugs leaked into surrounding tissue. Line was not patent, nor able to flush or draw blood."

Event description:
It was reported that: " product bent near the hub and start leaking on the bend. Patient's PICC had to be removed due to leakage. Chemo drugs leaked into surrounding tissue. Line was not patent, nor able to flush or draw blood."

Manufacturer narrative:
(B)(4). The customer provided two images for analysis. Visual analysis revealed kinking directly adjacent to the juncture hub. No other defects or anomalies were observed. The customer also returned one, 3-lumen PICC for analysis. Signs of use in the form of biological material were observed inside the extension lines and catheter body. It was noted that a section of the catheter body was severed. The severed end was not returned for analysis. Visual analysis revealed two kinks adjacent to the juncture hub. Microscopic examination confirmed the damage. In addition to the kinking, two small holes were also observed adjacent to the kinking. The kinks measured 0.1cm and 1.6cm from the juncture hub. The catheter body length from the juncture hub to the severed end measured 14.3125", which indicates that between 7.6085"-7.8585" of the catheter body was severed and no returned for analysis (per catheter product drawing). The outer diameter of the catheter body measured 0.0815", which is within the specification limits of 0.0770"-0.0840" per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to all three extension lines and flushed. When flushing the medial extension line, water was observed leaking from the proximal hole. When flushing the proximal extension line, water was observed leaking from the distal hole. No leaks were noted when flushing the distal extension line. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A long pin gages was inserted through all extension lines. Resistance was encountered at the location of the kinking; however, the long pin gauge passed through all functional sections with little to no resistance. This test could not be performed on the severed section of the catheter body as it was not returned. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a kinked catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed two kinks adjacent to the juncture hub. Despite the damage, the catheter met all relevant dimensional requirements and a device history record review was performed with no relevant findings identified. No evidence of a manufacturing issue was observed during evaluation of the returned catheter. Based on the customer report that the damage was observed during use and the appearance of the damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.